Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle had a piece of foreign matter on the needle. The following information was provided by the initial reporter: "when the 10ml empty needle was opened before the early operation, it was found that there was an impurity at the pintle of the 10ml empty needle."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301947and lot number 2108211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation from the manufacturing facility; however, the retained samples did not display any signs of defect. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident.

Event description:
It was reported that the bd¿ syringe with needle had a piece of foreign matter on the needle. The following information was provided by the initial reporter: "when the 10ml empty needle was opened before the early operation, it was found that there was an impurity at the pintle of the 10ml empty needle."